Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator wiring was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a collimator too large error message during a case. The procedure was completed without further incident. No patient injury was reported.